Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 with syncopal ventricular tachycardia. Upon examination of the right ventricular (rv) lead, it was noted that the lead failed to shock initially. Also it was noted that there was low high voltage impedance on the rv lead. Programming changes were done. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead had insulation damage and was capped and replaced on (B)(6) 2022. The patient was in stable condition.